Event description:
It was reported that during an unknown procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Multiple requests for return of device have been made but no device has been returned. Additional information: which firing of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---around colon. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Were any unexpected noises heard? --- the information was not provided from the hospital. Was the device fired after this incident in or out of the patient? --- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4).